Manufacturer narrative:
Our quality engineer inspected the photos and 10 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed jagged holes on the bottom web and particles inside the packaging. The black particles were observed inside the syringe and at the corner of the blister packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The foreign matter inside the package and syringe could be due to pest infestation. The product could have been infested due to uncontrolled storage conditions before being distributed to the customer. The nonconformance could have occurred outside the manufacturing facility. The team had also reviewed the pest controls records, and no abnormalities were detected at the 1 ml manufacturing line. The root cause of the reported nonconformance was unable to be related to the manufacturing process.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Dust particles seen in cat#303284.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.